Event description:
It was reported through the attorney for the pt, as a result of a legal claim, that allegedly the pt had a left total hip arthroplasty on (B)(6) 2010. It was further alleged that, "between (B)(6) 2010 and (B)(6) 2011, the pt had three dislocations and finally a total revision hip replacement surgery."

Manufacturer narrative:
Associated product: alumina v40-femoral head 36mm, -5mm nk, catalog # 6565-0-036, lot 34120503. The info in this report was provided by stryker orthopaedics legal affairs. No add'l info is available at this time. Therefore, the root cause of the reported event cannot be determined. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lots.